Manufacturer narrative:
This is a summary report for lot numbers 1195622 and 60114833. Thirteen (13) single-use samples were received for evaluation. Visual inspection was performed on all thirteen unopened samples and no liquid could be found within the valve body, valve body ports, or valve caps. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 13 </noe> malfunction events. It was reported that thirteen (13) valve sets had condensation inside the over pouch. This was noted before use. There was no patient involvement. No additional information is available.